Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device also exhibited beeping tones. The beeper was turned off, and the patient is not dependent on this ICD system. Technical services (ts) reviewed and stated that the power consumption was increasing in a gradual fashion. Ts recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device also exhibited beeping tones. The beeper was turned off, and the patient is not dependent on this ICD system. Technical services (ts) reviewed and stated that the power consumption was increasing in a gradual fashion. Ts recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.